Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assisted device on (B)(6) 2016. It was reported that the patient presented to the hospital with several days of headaches as well as an elevated inr. The patient was diagnosed with a hemorrhagic stroke, intraparenchymal. At approximately 6:15 am on (B)(6) 2016 the patient expired. It was reported that the patient was a do not resuscitate (dnr) and was not responding or withdrawing to pain. The cause of death was reported as being a hemorrhagic stroke. No autopsy was performed.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported hemorrhagic stroke event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.